Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip cable at the distal end. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it is unknown if port placement was done. The instrument did not collide with any other instrument or tool during the procedure. The issue was related to opening/closing of the grips, left/right (yaw) motion of the grips and up/down (pitch) motion of the wrist. There were two cables visibly protruding from the distal end of the instrument. No fragment fell inside the patient's anatomy.

Event description:
It was reported that the mega suturecut needle driver was observed to have a broken wire that controls the jaw. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.